Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated and was causing abdominal stimulation. The patient underwent a lead repositioning procedure and was doing well postoperatively. Nothing explanted or added.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122044.